Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The caller was advised to follow up if further assistance was needed and acknowledged the instructions given. The customer may continue to use the pump.